Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. An alert had triggered for impedance of >3000 ohms. Further analysis of the date indicated oversensing due to non-physiologic signals/ short interval counts (sic). A lead integrity alert (lia) had occurred on (B)(6) 2014 for more than 30 sic in a three day period and for impedance variation in the previous 60 days. Beginning (B)(6) 2014, sic totalled 1244 and there was no evidence of oversensing. On (B)(6) 2014, rv pacing impedance measured 4047 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered with the right ventricular (rv) lead high impedance, and oversensing on tip-ring. The rv lead was capped, replaced and remains in the patient. No patient complications have been reported as a result of this event.